Event description:
It was reported that during a lobectomy procedure, the surgeon used an echelon 3000 to resect the bronchus and the lower right lobe. To cut the bronchus, the surgeon used a green cartridge. The stapler fired and the surgeon continued the surgery as planned and proceeded to resect the lung. He used the same stapler with 3 blue cartridges were used to resect the lobe. After removing the lobe and completing all the resections, before leak test, the surgeon went through the chest cavity and checked the area of the staple line with the camera and saw that about 3 staples had not closed. These were 3-4 individual staples out of all six staple lines. There was no bleeding or anything unusual in the area of the staples that weren't closed. The leak test didn't show any leakage from the staple lines of the lung or bronchus. The procedure was completed successfully. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/18/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: - was the staple line interrupted; staples not present/visible on any portion of the staple line? No, the staple line completed. Only few staples from one side weren¿t closed (in the middle of the line). It seemed like the staples didn¿t met the "pockets" in the anvil. - did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line? No. - is the current patient status known? He is ok. Recovering as usual, after this kind of surgery. - was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.